Manufacturer narrative:
Unit received with full segment display and constant tone due to faulty capacitor on the interface board. No blank display noted. Unable to perform operating currents due to stuck in full segment display. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and reservoir tube lip.

Event description:
It was reported the customer received a blank display. Customer's blood glucose was 200 mg/dl. It was also reported there was a high pitched beep on the insulin pump. Troubleshooting found the battery compartment was not damaged or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.